Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the percutaneous intervention the patient underwent was a thrombectomy and embolization. The sponsor assessed the event as caused by the device and possibly related to the index procedure and antiplatelet medication.

Event description:
Additional information received that the cause of the occlusion and stenosis was assessed by the site as causally related to index procedure and antiplatelet therapy. Plavix was stopped per site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site removed the adverse event of branch cerebral artery stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the event was not treated with a percutaneous intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that corelab review of 1-year follow up dsa reported "angiographically occlusion of ophthalmic branch". Additional information was reported that the patient experienced complete occlusion of the right ophthalmic aneurysm. The patient experienced cerebral artery stenosis less than or equal to 50%. The onset date of this event was 2023-09-14. The patient was taken off plavix. The adverse event (ae) was treated with percutaneous intervention. The patient recovered and the issue resolved on 2023-09-14. Ae was not related to the disease under study. This event did not lead to congenital anomaly, death, disability, hospitalization or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device and related to the study procedure and antiplatelet medication.  The patient was undergoing surgery for treatment of a saccular, sidewall internal carotid artery (ica) c6 aneurysm with a max diameter of 4mm and a 2.5mm neck diameter.  The dome height was 3.3mm, dome width 3.8mm. Parent artery diameter distal to aneurysm was 4.4mm. Parent artery diameter proximal to aneurysm was 4.9mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was class 3.